Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was not able to clear alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer stated buttons was not responding. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was not inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.¿

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed self test. Device failed rewind test. Device failed rewind due to corroded motor home switch. Unable to verify pump error 37, perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. No frozen display anomaly noted during testing. No button error alarm noted upon testing.